Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was unable to login. A field service engineer (fse) addressed a station stuck at the basic input or output system (bios) screen by powering down, replaced the serial advanced technology attachment (sata) cable, and tested multiple power cycles, confirming the station booted correctly and was online. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device went offline, screen turn dark and popped up to enter password was not usable state. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.